Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) could not establish telemetry. A couple of programmers were used and the ipg could not be interrogated. The device was never opened. There was no patient involvement.